Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that in emergency during insertion into the male patient's right subclavian, the guide wire kinked preventing the passage of the catheter. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. It was also reported that the patient was hemodynamically unstable.